Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto system. Other company¿s devices were used during this study: ensite navx 3d (st. Jude medical), endosensetacticath sa (st. Jude medical). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients who underwent ventricular tachyarrhythmia ablation experienced major vascular access related complications. However the author did not specify the complication although major complications were categorized in the article to include any of the one possible adverse events: pericardial effusion requiring intervention, persistent av-block, stroke, arterial venous fistula requiring surgery and major bleeding. Follow-up was performed to clarify which adverse event occurred, however, no additional details were made available to bwi at the time of this report. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "safety and clinical outcome of catheter ablation of ventricular arrhythmias using contact force sensing: consecutive case series." The purpose of this study was to compare contact force (cf) ablation to manual ablation (man) and remote magnetic navigation (rmn) ablation for safety and efficacy in acute and long-term outcome. The study was conducted from january 2007 until march 2014. Suspected device was ablation catheter thermocool smarttouch, however catalog and lot number are unknown. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 patient major acute complication, 1 patient major catheter ablation related complication, 4 patients minor complications. The awareness date of this event is 09/22/2015 because the article was reviewed on 09/22/2015.